Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 , h6 and h10. Corrected fields: e1. E2 was inadvertently marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty power supply the spare lamp was blinking. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: olympus lamp life meter was reading below fifty hours and the light intensity was within specifications, front panel had crack damage, rear panel was deformed, and the top cover was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source had an error code e207 in association with the spare lamp and the spare lamp light was turning on. The issue was found during preparation for use of an unknown procedure. The device was returned for evaluation. During the device evaluation, it was found that the emergency lamp indicator and main lamp lit up at the same time. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.